Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from local service department, omsc confirmed that the endoscopes had defect but the subject device could had been used normally. Therefore, omsc judged that the subject device had no abnormalities.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, scope communication error b30 occurred. There was no report of patient injury associated with the event.